Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented for device follow-up after a two-year interval on (B)(6) 2025. The battery was found to be at end of life (eol). Additionally, interrogation of the device confirmed battery capacity depleted was reached(B)(6) 2025, a short circuit condition was detected during shock delivery on (B)(6) 2025, and an alert to check the right ventricular (rv) and shock leads occurred (B)(6) 2025. The patient was to be seen again the next day and a device replacement procedure would be planned. No adverse patient effects were reported. The device and lead remain implanted and in service.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented for device follow-up after a two-year interval on (B)(6) 2025. The battery was found to be at end of life (eol). Additionally, interrogation of the device confirmed battery capacity depleted was reached (B)(6) 2025, a short circuit condition was detected during shock delivery on (B)(6) 2025, and an alert to check the right ventricular (rv) and shock leads occurred (B)(6) 2025. The patient was to be seen again the next day and a device replacement procedure would be planned. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. The device and lead were explanted but no new system was implanted. The patient underwent an ablation procedure and the physician concluded that there was no further indication for device therapy. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.